Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7076725 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation, itching, and pain. The patient underwent a spinal cord stimulator (scs) lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2024. Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patient was experiencing inadequate stimulation, itching, and pain. The patient underwent a spinal cord stimulator (scs) lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.